Event description:
The user received questionable troponin t results for two patient samples. Patient sample 1 original result was 0.075 ng/l which was reported outside the laboratory. The result did not match the patient's clinical picture, so the unit called the laboratory to have the sample retested and sent a second sample from the same patient to be tested. The repeat troponin t result from the original sample was < 0.010 ng/l. The repeat result from the original sample on elecsys 2010 (B)(4) was < 0.010 ng/l. The result from the second sample drawn from the patient was < 0.010 ng/l. The patient was not adversely affected nor treated due to the original troponin t result. Patient sample 2 original result was 0.09 ng/ml and repeat results were 0.054 and 0.058 ng/ml. No adverse events were alleged regarding the discrepancy for patient sample 2. The troponin t reagent lot number was 15721901. The field service representative could not determine a cause. He stated he suspected a poor quality sample run previously could have stained the measuring cell and created the false result. He installed measuring cell tubings and verified the mechanical alignment for the sample probe, mixer and sipper probe. To verify the analyzer operation, he ran performance tests and quality control with results within acceptable range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hot biopsy forceps failed to provide energy and they were unable to cut the polyp completely. Minimal bleeding occured and clips were used to stop the bleeding. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The investigation could not determine a clear cause. A instrument related issue such as a mixer or probe issue and/or a pre-analytic issue such as improper sample mixing might be possible reasons for the erroneous results. The patients were not adversely affected nor treated.